Event description:
Malfunction: card reader failure. A technician reported that the laser would not read the procedure card which had 50 treatments but facility had only used 26 treatments. There was no injury reported due to this event.

Manufacturer narrative:
Determination of root cause: assessment: the logfile was requested and received from the facility. Logfile review confirmed the procedures counted down from 28 to 25 to 22 then to 20 and that the error has not occurred with any other treatment cards. Tech services has issued service flash volume 08-12 rev a allegretto - card reader replacement to address card reading issues with rev 1 wavecard readers. Conclusions: based on the results of the investigation, the root cause was either a faulty card or a faulty card reader. (B) (4). (B) (4). (B) (4).